Event description:
It was reported the patient had previous implantable neurostimulator (ins) and lead issues and something was wrong. The patient had pain and issues with their implant due to the abdominal location. The ins had gone dead too quickly and it prematurely depleted. The patient was told they had high settings. A revision was done in 2007. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0555533v, implanted: 2005-(B)(6), explanted: 2013-(B)(6), product type: lead. Product ID: 748266, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2013-(B)(6), product type: extension. Product ID: 748266, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2013-(B)(6), product type: extension. (B)(4).

Event description:
It was reported the patient had previous implantable neurostimulator (ins) and lead issues and something was wrong in 2005. The patient had pain and issues with their implant due to the abdominal location. The ins had gone dead too quickly and it prematurely depleted. The patient was told they had high settings. A revision was done in 2007. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-09171. All additional information relating to 3004209178-2015-09171 will be reported under this event.